Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 211, 133, 149 mg/dl. Tests were done within 10 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.